Event description:
It was reported that there were air bubbles in the reservoir, about the size of a pea. The customer staetd the insulin pump was not rewound with the reservoir in place. It was advised to deliver a 5 unit fixed prime until air bubbles were no longer visible. The air bubbles did not persist after a set change. Customer was advised to monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.